Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The device is being returned, and the customer is expected to receive a replacement pump.